Manufacturer narrative:
Per the clinic, the patient developed bacterial infection in the pocket surrounding the implant as a result of delayed wound healing (specific date not reported). Subsequently, the patient was treated with oral antibiotics that was administered twice daily (specific date and duration not reported).

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.